Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure;batteries.specific component(s) involved: external battery malfunction;getting 1 hour per pair of batteries.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external battery;implant device type: lvad.